Manufacturer narrative:
G4: 01sep2020, b4: 01sep2020. Three good faith efforts were made to obtain information regarding patient/user involvement, contextual use, device evaluation, and repair information with no response from the reporter. The service order was closed. If the customer requires further assistance, a new service order will be opened. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 02jun2020.

Event description:
The customer reported that the ventilator was inoperable and a buzzing sound was coming from the power supply. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.